Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the user measured the size of the access vessel. According to the measurement, the inner lumen was 5.1 mm and the outer lumen was 6.2 mm. The access vessel had calcifications and tortuosity but the user judged zta-p-30-201-w1 would reach the target site. Approach was gained from the right femoral artery to treat a taa. After pre-dilation with a balloon, the user advanced zta-p-30-201-w1/ lot e3810954 but he felt resistance and zta-p-30-201-w1 stopped advancing. The user attempted a few times but zta-p-30-201-w1 did not reach the target site. The procedure was aborted and open surgery or conduit surgery will be performed later. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a male patient had a surgery planned to treat his thoracic aortic aneurysm. It was reported that the inner lumen of the access vessel was 5.1 mm and calcifications and tortuosity was seen, however the user judged that a zta-p-30-201-w1 could be used. After pre-dilation with a balloon inflated to 6 mm. An attempt was made to advance the zta-p-30-201-w1 through the right femoral artery, however resistance was felt and after a few attempts the procedure was aborted. No adverse effects to the patient have been reported, a conduit surgery is planned to be performed later. The IFU sent with the device states: ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal¿ and ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ review of the device history record gave no indication of the device being produced outside of specifications. A likely cause for this event is related to patient anatomy. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.